Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to call back if the code appeared again.